Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a post operative check the day after implant, the patient was found to be experiencing phrenic nerve stimulation from the left ventricular lead. The left ventricular lead vector was reprogrammed and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.